Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The vns was disabled. The pt falls frequently but does not manipulate the vns. X-rays reviewed by the reporter did not reveal any lead anomalies. The pt has had an increase in seizures that are greater than pre-vns baseline level. The reporter stated the seizure increases is related to the high lead impedance. Lead revision surgery is planned.

Manufacturer narrative:
Device failure is suspected.